Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Additional initial reporters: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4) h3 other text: device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was backing up into the gas line. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and a new iab was later inserted to continue therapy. There was no patient harm or adverse event reported. The following was reported via medwatch # (B)(4) received (B)(6) 2024: patient balloon ruptured on iabp and helium tubing filled with blood. Patient returned to or for removal of balloon and iabp replacement.